Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via manufacturer representative regarding a consumer receiving morphing [10 mg/ml] at a rate of 2.45 mg/day. Bupivacaine [25 mg/ml] at a rate of 6.125 mg/day and clonidine [100 mcg/ml] at a rate of 24.5 mcg/day via intrathecal drug delivery pump for non-malignant pain. It was reported that the patient had complained of recent withdrawal symptoms within the past 4 weeks. A dye and rotor study was performed. The catheter was aspirated and injected with dye. Under x-ray the catheter looked to be in tact and functioning properly. An x-ray was then taken of the rotors before and after a 1 minute bolus and again the rotors did not appear to move. The logs were read on the pump and there was no motor stall specified in the logs. The issue was determined at the dye study. The patient continued to take oral medication and the patient will be scheduled for a pump replacement but no date has been given. The patient is currently not receiving adequate therapy via the pump the patient's medical history included wheelchair bound and is missing his right leg at the knee.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n283050008, implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: catheter. Updated to reflect explant date of (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer¿s representative (rep) regarding a patient who was receiving 10 mg/ml of morphine at 2.45 mg/day, 25 mg/ml of bupivacaine at 6.125 mg/day, and 100 mcg/ml of clonidine at 24.5 mcg/day via an implantable pump for non-malignant pain. On (B)(6) 2017, it was reported that the patient experienced withdrawal symptoms and the rotors did not turn during a bolus at a dye study. No indication of motor stalls or alarms were noted in the pump logs. The entire system was replaced on (B)(6) 2017.

Manufacturer narrative:
Update/correction ¿ the initial report indicated (B)(6) 2017 in error regarding the date of event. It was previously reported that withdrawal symptoms occurred within the past 4 weeks of (B)(6) 2017 (event date as reported is an approximation). The specific day, month, and year regarding the date of the event (withdrawal symptoms) is unknown. Analysis of the pump on 2017-feb-21 revealed no anomaly. Analysis of the catheter on 2017-feb-21 revealed a hole or tear regarding the catheter body that was caused by the catheter connector pin. (B)(4). The previously applied recall, notification, and z-0497-2013 no longer apply